Event description:
All four channels of an infusion pump were running. The pump started to alarm. Rn was unable to silence or change rates on any of the drips or channels. When pushing channel select on channel b, the infusion rate changed itself to 333 without anyone pushing the buttons. When pushing clear, the infusion rate changed itself without punching the numbers to random numbers all above 100.